Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in the patient's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
A decline in the patient's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. The patient was re-implanted on (B)(6) 2015.